Event description:
During a procedure , the surgeon experienced diffculty while manipulating a surgical instrument with da vinci surgical system. The surgeon perceived force feedback when he attempted to roll the instrument. Furthermore, the instrument did not always respond to the movement of the da vinci surgical system masters. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the surgery.